Event description:
The customer states that a physician questioned an axsym bhcg result of <2.0 mlu/ml. The specimen retested at <2.0 mlu/ml. The patient was redrawn and the result was <2.0 mlu/ml. The physician questioned the results due to weakly positive qualitative bhcg results generated on the patient at another facility. No impact to patient management was reported.